Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted in the patient. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a free perforation in the proximal and mid left anterior descending (lad) coronary artery. Reportedly, two overlapping graftmaster covered stents (4.0x16 and 3.5x16mm) were required. A 4.0x16mm rx graftmaster was implanted but the perforation was not sealed. A 3.5x16mm rx graftmaster was implanted and the perforation was sealed. Use of the graftmaster devices reportedly did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.